Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that holes in the packaging of two hls sets was noted. The affected hls sets with lot#3000204655 are part of the fsca#656504. The two affected hls sets were sent to the customer before the fsca was initiated. The failure was noticed before use and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in united kingdom. It was reported that holes in the packaging of two hls sets was noted. The affected hls sets with lot#3000204655 are part of the fsca#656504. The failure was noticed before use and no patient was involved. No harm to any person has been reported. The affected 2 hls sets was technically investigated in the getinge laboratory on 2022-12-16. During visual inspection holes with a diameter of 10,3mm and 12,7mm could be detected on both hls sets. In addition smaller holes with a diameter of 2,5mm and 4,8mm could be detected on both sets. It was also found that the break edges of the detected holes faced into the respective tray with several indentations. During further investigation it was noticed that the holder of the venous probe were not damaged. In addition there were no ri-ra clips or tube ends over the s02 connectors, the adhesive tape between the velcro strap and the inlay was present, the inlay was firmly welded to the tray also the velco straps were firmly applied around the hls module. Based on the investigation results the reported failure "holes in tyvekcover" could be confirmed, but no exact root cause could be determined. The affected product 701069073 be-hls 7050 #shls set advanced 7.0 with lot#3000204655 has been reviewed for the reported failure on 2022-10-20. According to the final test results, the hls set with the lot#3000204655 passed the tests as per specifications. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.